Event description:
It was reported that the ilet user deployed the infusion set incorrectly during a supply change, resulting in bleeding at the insertion site; the issue was resolved after customer support guided the user through a correct supply change, and no device alerts or alarms occurred. Symptoms included needle stick, skin irritation, and bleeding at the infusion site. Outcomes included resolution of the issue after troubleshooting and education, with continued device use. Investigation included customer support review and live troubleshooting with user education. Investigation of this case revealed user error during infusion set deployment consistent with improper insertion technique of the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of device.